Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the reported clinical observations. The consultant suggested obtaining a chest x-ray and recommended some programming options. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead revision procedure was performed one week post implant. Currently, noise is being observed. No additional adverse patient effects were reported.